Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine generator changeout, a message of high voltage circuit damage was examined as the device function was tested. The physician continued to replace the device. The patient condition is stable following the procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of high voltage circuit damage was confirmed in the laboratory. The device was tested on the bench and high voltage output circuit damage was observed. The cause of the damage could not be determined.